Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection was performed with naked eye with no issues noted. Functional testing performed included leak testing, clear passage test, clamp function test, and uv/jic set connection/disconnection using uv flash machine. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the set could not be disconnected from the transfer set using the uv flash assist device following peritoneal dialysis therapy because the set could not be placed within the assist device. There was no patient injury or medical intervention reported. No additional information is available.